Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative repair and suture of anterior and posterior wall of vagina, the patient came to the hospital for re-examination after 31 days. They found out that the wound appeared a little tender and the residual was not completely absorbed. The suture was removed to resolve the issue.